Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported to vyaire medical that the avea ventilator has no volumes reading, and missing rplat and cstat values. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Upon start up est (extended systems test) auto cycle detected. Investigated for a leak and discovered a crimped o-ring on the front side of exhalation flow transducer connector. Replaced o-ring and ran est without issue.